Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriate delivered a shock due to air entrapment in the header. The device is programmed in secondary vector. This s-ICD will be to reprogram to primary vector for one more month to avoid any further episodes as air entrapment condition. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriate delivered a shock due to air entrapment in the header. The device is programmed in secondary vector. This s-ICD will be to reprogram to primary vector for one more month to avoid any further episodes as air entrapment condition. This s-ICD remains in service. No adverse patient effects were reported.